Event description:
A review of service data detected a reportable event. During servicing, battery (B)(4) was found to have one or more defective cells. The last patient to use this battery did not report any deficiencies.

Event description:
Customer reportedly received results of 267 mg/dl and 58 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.